Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a white screen on the system controller (serial number: (B)(6)) was confirmed. A customer submitted photo showed the reported white screen. The system controller did not return for analysis. The submitted log files did not show any interruption of system controller¿s ability to support the pump as intended due to the screen issue. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was unable to be determined via this analysis. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm conditions, power cable disconnect alarm conditions, low voltage alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a white screen on the system controller (serial number: (B)(6) was confirmed. A customer submitted photo showed the reported white lcd screen. The system controller was returned for analysis in unremarkable physical condition. A blank white lcd screen was noted, confirming the reported event. The screen was replaced, and the issue resolved, isolating the issue to the lcd screen. After this replacement, the system controller was able to function as intended. The downloaded and submitted log files did not show any interruption of system controller¿s ability to support the pump as intended due to the screen issue. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was determined to be due to an issue with the lcd screen; however, the root cause of the lcd damage was unable to be determined. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient¿s pocket system controller screen is only showing a white screen when the display button is pressed. The ventricular assist device (vad) appeared to be functioning appropriately, but a system controller exchange was planned. Log files were reviewed. It was recommended that the patients system controller be exchanged if they are stable. No other unusual events were recorded in the log file event history. The mechanical circulatory support (mcs) equipment was noted to be operating as intended.